Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, at the start of a case when the bag/vent switch was moved to the ventilator position, mechanical ventilation was not functional. The bag/vent switch was manipulated and eventually mechanical ventilation was functional. There was no reported patient injury.

Manufacturer narrative:
The customer declined repair. No further information available.